Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (gong alarms, damaged monitor case, exposed wires) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. There is no indication that the defective monitor caused or contributed to the patient's irritation.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the vibration box of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse removed the patient's lifevest temporarily. Follow up indicated that the patient's skin irritation improved. A us distributor contacted zoll to report that a patient was experiencing frequent gong alarms and their monitor had a damaged case.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the vibration box of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse removed the patient's lifevest temporarily. Follow up indicated that the patient's skin irritation improved.